Event description:
A medical or therapy problem was reported regarding a pt that is experiencing intermittent stimulation from their device. Limited troubleshooting was possible at time of notification due to limited access to impedance information. Theory and use regarding impedances was discussed.

Manufacturer narrative:
(B)(4).